Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had a leaking hose. It is unk if the device was being used during surgery, but there was no pt or user injury. It is unk if any medical intervention occurred. The date of the event is unk. There was no add'l info provided.